Event description:
It was reported that during a laparoscopic colectomy procedure the surgeon was firing the first firing with a white reload across the renal hilum. He articulated to the left and fired; the device worked normal and completed a firing with no issues. The device was closed and they could not be unlocked from its articulated angle. They pulled the device out with the trocar. No bleeding reported as they were able to wiggle the device out from the tissue that had been released after firing. They were unable to open the device after the firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Nicked knife. The analysis found that the ple45a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. The device articulated and de-articulated as intended. It should be noted that to de-articulate the device the anvil needs to be in the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.